Manufacturer narrative:
The device was not returned for evaluation. An event regarding infection involving an unknown hip was reported. The event was not confirmed. Conclusions: the exact cause of the event could not be confirmed due to a lack of information. Further information such as medical records, hispathology reports, operative reports, device details and patient history are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time due to a lack of provided information. If devices and / or additional information becomes available, this investigation will be reopened.

Event description:
Drainage from incision for about 4-5 months, constant groin pain, pain in and near incision. Staph for a year then (B)(6). Nausea, insomnia, leakage of bowel area, chills fever, fatigue, trouble urinating. Pain the whole time. Throbbing pain especially in groin.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Drainage from incision for about 4-5 months, constant groin pain, pain in and near incision. Staph for a year then mrsa. Nausea, insomnia, leakage of bowel area, chills fever, fatigue, trouble urinating. Pain the whole time. Throbbing pain especially in groin.